Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records for lot 6703412 revealed the holding sleeve long for matrix was manufactured by magnum manufacturing center. Synthes received two shipments of this lot. (B)(4).

Event description:
Hospital in (B)(6) reports broken threads on the matrix holding sleeve. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the eval process. No conclusion can be drawn. Review of mfg records has been requested.